Event description:
The customer reported to olympus that three thunderbeat 5 mm, 35 cm, front-actuated grip type s displayed unspecified probe errors during therapeutic hysterectomies. The customer later clarified that the thunderbeats broke during surgery inside a patient in three separate events. The jaw pieces reportedly broke. It was unknown whether the device fell inside the patient and how the device was retrieved. Additional information has been requested but no further information was obtained. There was no report of any prolonged or cancelled procedure. There was no harm or user injury reported due to the event. The date of (B)(6) 2023, reflected on f13 is when olympus became aware of a non-reportable malfunction. The date of (B)(6) 2023, reflected on f6 is when olympus became aware of a serious injury caused by a device malfunction through additional information received from the customer. This importer medwatch is being submitted for the serious injury caused by the device malfunction reported by the customer. This event is reported under the following related patient identifiers: (B)(6) - procedure 1/3 (B)(6)- procedure 2/3 (B)(6) - procedure 3/3.